Manufacturer narrative:
This report is filed on february 11, 2020.

Manufacturer narrative:
This report is submitted on 26 november 2019.

Event description:
It was reported that the device had extruded resulting in explant of the device on (B)(6) 2019.